Event description:
Facility reported an infusion pump with a failure code 810:04. It was not known if this failure occurred while infusing on a patient. The facility representative stated that no patient injury associated with this report and no incident reports were filed since the last baxter service event.